Event description:
Lar procedure. Cs33 dlu was fired and leak test revealed holes in the lumen circumference and malformed staples in the abdomen. Anastomosis was redone using competitive device without further incident.